Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that ¿the precut stoma opening was cut off center, making the product very difficult to use." Additional information was received noting that the quantity of defected product is unknown. The end user stated that ¿any off center wafers he uses he has to diamond shape them and use additional tape at the edges due to the off center¿. The end user further stated that ¿they are so visibly off center that the center hole itself is off by almost 90 degrees.¿ he provided the measurement on one side of the wafer being 3/8 inch and other side is 11/16th inch. The end user stated that ¿this causes so much pain the way I have to use my wafer, I¿m looking for something that is consistent so I can get a little relief so it doesn¿t burn and sting and hurt all the time.¿ a photograph was not provided.